Event description:
Customer alleges unit puts out too much carbon dioxide. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model irc10lx, serial number/date code (B)(4) is approximately 2 years 6 months old. The owner's manual part number 1118353 rev j (apr-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer stated that the consumer alleges that the concentrator is putting out a "by product" he believes to be carbon dioxide. Consumer stated to dealer that he is having trouble breathing and it is making him sick. Consumer allegedly went to the ER and began to feel better with an alternate source of oxygen. The consumer was advised that his saturation levels were fine and was also advised how the concentrator works. The consumer was advised that the only "by product" of the machine are the components that are already in the rooms air.